Event description:
It was reported that the customer was hospitalized for hbgs. Prior to the event, an alarm occurred. The cause of the event was not determined and the md is recommending that that pump be replaced. It was indicated that the customer has already done the troubleshooting for the alarm and has tried different types of sets. The contact was insistent that the pump be replaced. The customer was advised that a replacement will be sent and to revert back to manual injections per md protocol.